Manufacturer narrative:
H4: the lot was manufactured from july 01, 2021 to july 14, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had ¿hairline cracks¿ which resulted in iodine leakage while covering the transfer set. This was observed during use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.